Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there wsa shorter than expected battery life. The reporter stated that there was moisture ingress. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/29/2015 with the following findings: the battery cap was unable to fully tighten due to damaged threads. The slot on top of the battery cap was damaged as well. The battery compartment threads were also damaged and there were cracks. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. The pump could not be powered on as a result of the moisture ingress.